Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no faults were found. A field service engineer performed an inspection on drawer 3.1 and 3.2 and found no faults, and the customer stated that the drawer was working. The past acceptance test results were also reviewed and confirmed to be satisfactory. The system functioned as intended when the field service engineer tested the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es hardware, it failed and was unable to recover drawers. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.